Event description:
It was reported that the insulin pump alarmed button error. It was stated that the device was not exposed to moisture but there is a small crack in the screen. It was stated that the numbers were ramping during the carb entry. Nothing further reported.

Manufacturer narrative:
No button error alarms noted. All buttons function properly. However moisture damage noted on keypad traces. Cracked reservoir tube lip, cracked display window, minor scratches on display window and cracked case near display window corners noted during visual inspection.